Event description:
The user facility reported that they received positive biological indicator (bi) results from the self-contained bi included in a vpro sterilizer load. The instrument present in the cycle was used in patient procedure and the user facility advised the patient per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instrument used in the patient procedure was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit is operating according to specification. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci results confirm the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Retain testing completed on a lot subject of the reported event evidenced passing results (negative results). The device history record also documents that the lot was manufactured to specification. The user facility reported they could not confirm if the operator had checked the scbi vial cap to ensure it rotated freely. Product instructions for use states, "before use examine biological indicator vial to ensure cap bottom does not extend beyond top arrow on vial label and cap freely rotates." The instructions for use further states, "if the process indicator did not change correctly, vaporized hydrogen peroxide did not come into contact with the scbi. Follow departmental procedures for reporting sterilization failures. Do not use items processed in the load. These items must be reprocessed." Steris completed in-service training on (B)(6) 2012 on the proper use and handling of the scbi.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.